Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)( was performed from the date of manufacture, 02-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the bus. A field service engineer observed that the door was closed, but the system detected it as open. Tried to recover the door in the user application. Due to drawer was failed, checked the inseparable and found that the magnet was missing. Replaced the inseparable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es drawer was not responding, and it displayed drawer was not found on bus. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.